Event description:
(B)(4). A hospitalization was reported for a patient utilizing the remunity system; the complaint was reported to united therapeutics on (B)(6) 2022. The complaint text noted: "the patient did not do well with remodulin remunity and the provider wants to switch her to sq remodulin with the ms3 pump. She also may have accidentally overdosed herself on remodulin. She is now hospitalized, no date or reason given." No components or further information associated with the event is available to the manufacturer for evaluation despite four requests via email over the month of (B)(6) 2022, and from the information available it is unclear whether the reported hospitalization is associated with the remunity device. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 30-jun-2022 (report number 3016798778-2022-00003). Additional information was received by millyard advanced medical products llc on 20-dec-2022 by way of a completed investigation on recently received returned materials that were in use by the patient during the referenced event. Logs from a returned remote (that was paired with pump utpm0006312, which was in use when the reported hospitalization occurred) confirm the patient performed a remunity therapy session that lasted approximately 18 hours from 31-may-2022 into 01-jun-2022, at a programmed delivery rate of 102 ¿l/hr. The patient had been prescribed a rate of 20 ¿l/hr., which confirms the previously reported accidental overdose which led to the patient's hospitalization. The cause of this delivery input error cannot be determined, the device operated as designed.